Manufacturer narrative:
(B)(4). Inspected 1 opened/used partial sensor and unable to confirm insertion/needle complaint due to customer returned sensor only, no needle.

Event description:
Caller reported via phone call on (B)(6) 2018 that the needle of the sensor had been fractured inside the customer's arm. Blood glucose level was unknown at the time of incident. Product was returned for analysis.